Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that ltv 1200 was failing and there are no ventilation setting while on a patient use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis laboratory reviewed the event trace. Various other alarm codes were observed that from fa interpretation would be considered normal operation. Service technician performed bench testing. All testing performed with good known test ac adapter and patient circuit connected. Ventilator passed 108 hours extended tests at customer settings with no abnormalities. However, ventilator failed troubleshooting final test at flow & o2 blending and tidal volume. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.